Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not able to be performed as the device information was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration, stenosis, and regurgitation remains indeterminable. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that an unknown model 33mm valve implanted in the tricuspid position is possibly degenerated leading to stenosis after an implant duration of approximately three (3) years and six (6) months. Mild regurgitation was also reported with a peak gradient of 10mmhg, mean gradient 5 mmhg, and an eoa of 0.8cm2 with an ef of 40%. The patient was rehospitalized for cardiac angiography and tricuspid balloon valvuloplasty. However, the balloon valvuloplasty was not performed. The patient was discharged without any reported complications. The valve remains implanted.